Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with an ischemic right leg. The physician performed a right axillary to femoral bypass and the event was resolved. The physician also stated that a blood clot was removed as well. The physician stated the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.